Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 09/08/2025, it was reported that the user accidentally dropped their ilet device, resulting in a cracked touchscreen that was completely unresponsive. The user could no longer operate the device, and a replacement ilet was arranged. No blood glucose impact or injury was reported.